Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, oversensing, high pacing thresholds, and low amplitude. No pacing inhibition was observed. A different model ra lead was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is returned, analysis will be performed, and this report will be updated at that time.